Event description:
The following has been reported: biomed reported: I have a lvp pump serial# (B)(6) that was reported to me that pump needs service. I cleaned the av (actuator valve) pins. Tested the pump no problem found. There was no any report of patient harm or of the issues stopping an active infusion. Preliminary review of logs show a processor hardware failure (linux core). An active infusion was stopped; however, no adverse event was reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for som crash. Device log review confirms the reported som crash. An internal investigation found the resistor drive motor was starting to foul. Som crash not able to be replicated.